Event description:
Customer reported via phone call that there is a sensor anomaly. Customer states that the serter does not release even if button press. The blood glucose reading is unknown.

Manufacturer narrative:
Two opened and used sensors were inspected. No sensor anomaly could be confirmed due to the sensors being returned opened and used. The complaint was against the enlite-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.